Event description:
Caller reported an error with the cgm labeled as error 42. There was no adverse impact to the customer's blood glucose level. Customer was provided with information on how to reset the pump and will perform the reset when ready, intending to follow up if the issue continues.